Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
The patient reported that it was noticed that the morphine was going into the tissue not the intrathecal space. The pump was emptied and the patient went on oral medications. The pump was not turned off and it alarmed. The patient had the pump alarm silenced. The patient was seeking to have the pump explanted but the patient¿s previous hcp stated that the medical records were destroyed. The patient was seeking a new hcp. The patient has no medication in the pump at time of the report. The pump was used to deliver morphine. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.